Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-05830, 1627487-2023-05489. It was reported that, during a lead revision procedure on (B)(6) 2023, both lead extensions were found to have high impedances. As a result, both lead extensions were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.